Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a metal piece broke off near the pulley and spd throw it to the trash. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tang near the base of the grip tip. The detached fragment was not returned and was estimated to measure approximately 4.94 mm × 1.83 mm. Additional findings related to the customer¿s complaint included indentations on the outer surface of the distal pulley. Material was missing from the indented area, with the missing portion measuring approximately 1.65 mm × 0.40 mm. Adjacent grip cables and other nearby components did not exhibit any damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of broken grip tang and detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.